Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the manual drain at the end of therapy on the home choice (hc) was 4000ml the home patient (hp) did not express any symptoms and stated they had manually drain because the ultra filtration (uf) was lower than normal. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact manufacturing date is unknown, however the device was manufactured in 1995. The device was returned to baxter and the evaluation is complete. A device history review and service history review were completed with no issues noted. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was not confirmed through an event history log review. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.